Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The patient reported that she thought her pdm caused her to be hospitalized due to it reading her blood glucose incorrectly. She stated she had two conflicting readings. She went to the emergency room and was transported via ambulance to another hospital. The patient's blood glucose had reached 700 mg/dl when she sought treatment. She was diagnosed with diabetic ketoacidosis and was dehydrated. Treatment included an IV with 3+ bags of saline, a bag of potassium, and insulin. Her blood glucose was also checked every hour.

Manufacturer narrative:
The returned product was evaluated and performed as designed during testing. No malfunction or other product condition that would have contributed to the patient's hyperglycemia and hospitalization was found. Sst (strip simulator tester) testing of the bg (blood glucose) meter found that all test readings were within specification.